Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported the patient underwent lumbar dr ainage. While turning the patient over, the nurse found unknown liquid on the patient's back. When checked, it was found that the lumbar drainage device had leakage. The device was replaced with a new one. No harm was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.